Event description:
It was reported that the asymptomatic patient's atrial lead dislodged causing impedance out of range and loss of capture. The dislodgement was confirmed through an x-ray. It is not known whether the impedance was low or high. There were no other anomalies. The atrial lead was repositioned. The patient condition was stable and will be followed normally.